Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the middle and lower end of bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2026. During the procedure, when cutting the papilla the tome was fractured. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital, (B)(6); reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.